Event description:
It was reported that foreign material was observed in three (3) units of 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified at the hospital prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
This event occurred from may 06, 2022 to june 22, 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to e1: initial reporter city: (B)(6). The lot was manufactured between october 29, 2021 - october 30, 2021. The actual devices were not available; however, three (3) companion samples were received for evaluation. Unaided eye visual inspection along with magnification with the fill port caps removed was performed and particle matter was observed inside the fill port interior wall of one sample only. The reported condition was verified for one sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.